Manufacturer narrative:
Manufacturer's report date: 10/22/2014. Internal file number: (B)(4). Devices not received, log review only. The device event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer requested a log review for a reported over-infusion in the ed. Norepinephrine 8 mg/250 ml (32 mcg/ml) was set to infuse at 3.75 ml/hr. However, the entire volume was found to have infused in 30 minutes. The norepinephrine was the second vasopressor and used while the pt was in the ed (unk what the first was); the pt's blood pressure became more labile, an EKG was done, and the pt was transferred to the ICU. Biomed tested the pump for rate accuracy and found it to be within specification. Device also reportedly passed fluid side occlusion, binary sensor, and patient side occlusion testing. Although requested, no further patient or event info was provided.